Manufacturer narrative:
Not returned.

Event description:
Plaintiff after implantation of t-sling (B)(4) lot 0646 on (B)(6) 2010 alleges pain, dysuria, dyspareunia. Re-hospitalization for mesh removal occurred on (B)(6) 2015.